Event description:
It was reported by a company representative that as he observed the procedure, a small piece of the ceramic distal tip of the probe unit broke off. It was futher reported, that the unit was continued to be used since the electrode still worked properly, however, the small piece was never found. It is believed that the tip could have been suctioned out.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported by a company representative that as he observed the procedure, a small piece of the ceramic distal tip of the probe unit broke off. It was further reported, that the unit was continued to be used since the electrode still worked properly, however, the small piece was never found. It is believed that the tip could have been suctioned out.

Manufacturer narrative:
The reported tip breaking (chipped ceramic) condition was confirmed on the returned unit. Scratch wear marks were observed on the ceramic and lumen. No visual wear marks were observed on the probe¿s insulation. Review of the device history record disclosed no discrepancies that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but not limited to: assembly process and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.